Event description:
It was reported that the patient had a motor vehicle accident in june 1993 and developed complete impotence. Serum testosterone level was normal and patient had no other risk factors for impotence. In 1994 patient underwent implant of inflatable pentile implant. Absorbable suture was used to close the scrotum. Post op, about a month later, the patient presented to the e.r. With infected prosthesis and right epididymal orchitis. Temp was 101.9, wbc was 16,900 with a shift. Sodium was 124. Patient was admitted for treatment. Patient was placed on IV primaxin and vancomycin. Patient did not respond, and the prosthetic needed to be removed. At removal the prosthetic was noted to be infected and surrounded by purulence. There was also an area of purulence near a skin suture and it was removed. Patient proceeded to heal well and was discharged on oral antibiotics in 10/1994.